Event description:
Complainant alleged that during a routine shift check by a clinician, the device's energy select buttons were inoperable. Complainant indicated that there was not pt involvement in the reported malfunction.